Event description:
It was reported to philips that the heartstart xl+ device had battery issues. There was no reported patient involvement. Philips field service evaluated the device onsite and it was determined that there was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.